Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, severely calcified and 100% stenotic mid left anterior descending artery. The physician crossed the lesion with the 1.5x20mm maverick otw balloon, after experiencing difficulty crossing the lesion with the guidewire. Then the physician inflated the balloon to 6atms on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a non-bsc balloon and the deployment of a non-bsc stent. Pt status is reported as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hosp; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.